Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges on the days of testing ((B)(6)2023 and (B)(6)2023). The initially reactive result of 11.9 coi was not reproducible upon duplicate retesting, which yielded non-reactive results. The hbsag auto confirmatory assay returned an 'invalid' result, and no additional data for this assay was available for review. Pre-analytical factors, including sample quality, were confirmed to be acceptable. The customer was advised to follow the instructions for use (IFU), which recommend retesting all initially reactive samples in duplicate and performing confirmatory testing for repeatedly reactive samples. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a discrepant result with the elecsys hbsag ii assay on the cobas e 801 module. On (B)(6)2023, the initial result was 11.9 coi (reactive). The sample was then tested using the hbsag auto confirmatory assay, which returned an 'invalid' result. On (B)(6)2023, the first repeat result was 0.386 coi (non-reactive), and the second repeat result was 0.404 coi (non-reactive).